Event description:
The target lesion was left main trunk, left anterior descending and left circumflex. The vessels were heavily calcified. Rotablator was conducted. Then, 1st cypher (3.5/18mm), which the physician cut the flex segment to create a 9mm stent, was implantated at the left main trunk. Then, 2nd cypher (3.5/18mm) and 3rd cypher (3.5/18mm) were implanted at 18atm at left anterior descending and left circumflex by kissing balloon technique. However, wile the inflation of the sds, vessel perforation occurred at the inflation area. To treat the perforation, drainage was conducted. Then, thepatient was carried to the operating room and had emergency coronary artery bypass graft surgery. Intra-aortic balloon pump (iabp) and a temporary pacing catheter (pcps) were inserted into the patient. The following day, the patient stablized and the iabp and pcpa were removed from the patient. During the (deployment of the stents), too much pressure was applied which led to the balloon rupture. (It) is not related to the product.